Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a broken end cap. This was identified after the device was filled with ceftazidime (non-baxter product) and sodium chloride (baxter product) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 10, 2015 - april 16, 2015. The device was received for evaluation. Visual inspection revealed that the distal luer lock had broken in two pieces. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.